Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that have a patient in the ICU with an intra-aortic balloon pump (iabp) the intra-aortic balloon (iab) was placed the day before in the or. The patient is stable and has been through the events. The rn stated that the pumps just randomly "shut down" 4 times through the night shift. He witnessed this happen one time himself after he arrived for day shift. They then opted to switch the pump out for a different one. They were able to successfully connect to a different pump. There was no report of patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "unintended shut down" is not able to be confirmed. The field service agent checked the pump and no problem was found. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that have a patient in the ICU with an intra-aortic balloon pump (iabp) the intra-aortic balloon (iab) was placed the day before in the or. The patient is stable and has been through the events. The rn stated that the pumps just randomly "shut down" 4 times through the night shift. He witnessed this happen one time himself after he arrived for day shift. They then opted to switch the pump out for a different one. They were able to successfully connect to a different pump. There was no report of patient death, serious injury or complications.